Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: four (4) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues or connection issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of minicaps could not ¿be tightly connected with the transfer set¿. This was further described as the ¿rotation does not fit¿. There was no allegation against the transfer set and it was not changed. This occurred before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual devices were not available; however, photographs were provided for evaluation. The photographs were visually inspected which only showed a carton label and another showed pouched units contained in a poly bag. The reported condition could not be verified by evaluation of the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..